Manufacturer narrative:
A serial number was not provided; therefore the device history records could not be reviewed.

Event description:
The user facility in (B)(6) reported a handpiece was being used in surgery when the doctor noticed a particle in the patient's eye. The particle was removed with no impact to the patient.

Manufacturer narrative:
Evaluation completed. One bl3170 stellaris handpiece, serial number (B)(4) was returned. No external visual defects were noted. A filter test was performed by injecting processed water through the irrigation tube onto a 0.45 micron filter. The water was then vacuumed off through the filter in an attempt to trap any possible particulates. Microscopic examination of the filter found four fiber-like particles and two small particles less than 40'. No ¿bead like¿ particles appeared during the filtering process. The device history was reviewed and found to meet manufacturing specification.